Manufacturer narrative:
Date of event: date of non-union is not known. (B)(4), gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of a left humerus on (B)(6) 2016. A revision surgery was performed due to a nonunion on (B)(6) 2017. One nail and four (4) screws were removed and the patient was revised to a vivigen and dbx bone graft. No issues during the revision. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Patient height reported as 152 cm. Manufacturing location: (B)(4), manufacturing date: 24-jan-2011, expiration date: 31-dec-2019, part #: 04.001.426s, lot#: 6576539 (sterile) ¿ 9mm ti cannulated humeral nail-ex/230mm-sterile. Qty: 6. Components: part 21039 lot: 5360204. Raw material (titanium) received from perryman. Certified test report received from perryman and certificate of test for titanium ingot received from howmet castings (alcoa) meet specification. Raw material inspection sheet, raw material receiving/putaway checklist meet specification. Inspection sheet for in-process acceptance sheet, inspect dimensional and final inspection meet inspection acceptance criteria. Certificate of compliance received from mark two engineering, inc. Meet specification for titanium. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ catalog, UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.